Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor broken. Broken part missing. Unable to confirm if customer received the sensor damaged because the sensor was opened/used.

Event description:
The customer reported via phone call that she kept receiving sensor error alarms. The insulin pump also alarmed calibration error. The serter was not releasing the sensor. Customer's blood glucose level was 123 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.